Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the multiple altitude alarms occurred, and that the pump battery was "running out of charge." Additionally, it was reported that the customer experienced issues with "interrupted insulin." There was no reported impact to the customer's blood glucose level. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained.